Event description:
It was reported that the device had early battery depletion. The device remains in use. No patient complications have been reported as a result of this event. It was later reported that the device had reached recommended replacement time, atrial lead impedance was high, the atrial lead had failed, and atrial oversensing was seen in the clinic. The device and lead were planned to be replaced. The device was subsequently explanted and returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported that the device had early battery depletion. The device remained in use. No patient complications have been reported as a result of this event. It was later reported that the device had reached recommended replacement time, atrial lead impedance was high, that the atrial lead had failed, and that atrial oversensing was seen in the clinic. The device and lead are to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the device had early battery depletion. The device remains in use. No patient complications have been reported as a result of this event. It was later reported that the device had reached recommended replacement time, atrial lead impedance was high, that the atrial lead had failed, and that atrial oversensing was seen in the clinic. The device and lead are to be replaced. No patient complications have been reported as a result of this event. The device was explanted and returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.